Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements, measuring around 150 to 165 ohms on the right ventricular (rv) channel. The defibrillation threshold (dft) testing was performed due to high shock impedance measurements, and the health care professional (hcp) had sent in the data for review. There was another vf test performed with successful dft testing. The device has reached elective replacement indicator (eri) and will be replaced soon. This device currently remains in service. No patient adverse effects were reported. Additional information received indicated that there was noise on the right ventricular (rv) electrogram (egm). Upon review, this was myopotential. Technical services (ts) recommended troubleshooting options. This device currently remains in service.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements, measuring around 150 to 165 ohms on the right ventricular (rv) channel. The defibrillation threshold (dft) testing was performed due to high shock impedance measurements, and the health care professional (hcp) had sent in the data for review. There was another vf test performed with successful dft testing. The device has reached elective replacement indicator (eri) and will be replaced soon. This device currently remains in service. No patient adverse effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements, measuring around 150 to 165 ohms on the right ventricular (rv) channel. The defibrillation threshold (dft) testing was performed due to high shock impedance measurements, and the health care professional (hcp) had sent in the data for review. There was another vf test performed with successful dft testing. The device has reached elective replacement indicator (eri) and will be replaced soon. This device currently remains in service. No patient adverse effects were reported. Additional information received indicated that there was noise on the right ventricular (rv) electrogram (egm) and on non-boston scientific right atrial (ra) lead. Upon review, this was myopotential. Technical services (ts) recommended troubleshooting options. This device currently remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. This report contains additional information in section b5 describe event or problem and h6 device codes.